Event description:
It was reported that the patient was hospitalized due to pain while on trial period. Additional information was received that the patient had a lead pull and the removed leads were not returned.

Event description:
It was reported that the patient was hospitalized due to pain while on trial period.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7242002.